Manufacturer narrative:
No sample / overinfusion, twisted line. The device was not available. Only the history data and a picture was sent for investigation. Results: the device history files were analyzed. A space line was selected and the infusion started with a rate of 13,50ml/h and a volume of 100ml. The upstream alarm occurred two times after the infusion was started. The infusion was continued and the volume and rate were change, several times. No other abnormalities were found. Judgment: the complaint could not be confirmed. Based on the attached picture it could be detected, that the line was twisted inserted.

Event description:
According to the complainant the spaceline was observed to be twisted when unloading. After the incident happen, the patient required higher dosage than before to stabilize condition.